Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating secondary motor voltage too high. As there was no evidence of secondary motor engagement, this alarm was likely produced during data file extraction. Visual inspection of external components found damage to the display and fan covers. Visual inspection of internal components found no abnormalities. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. An additional 48-hour observation run was performed on the driver. No abnormalities were observed and no alarms produced. Complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported intermittent temporary alarms was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage to the display and fan covers was cosmetic only. No evidence of a device malfunction was found. Patient switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver had multiple red alarms every hour for 3 days, so the patient decided to switch the driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver had multiple red alarms every hour for 3 days, so the patient decided to switch the driver.